Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown baclofen (unk mcg/ml at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient came in for a follow up appointment on (B)(6) 2024 and when she interrogated the pump, she noted a motor stall. The healthcare provider (hcp) stated that the patient had a magnetic resonance imaging (MRI) on the day the stall occurred but did not have the pump status checked post MRI. The hcp reiterated MRI labeling. Discussed reinterrogating the pump again to confirm if a motor stall recovery occurs. The hcp states that the pump has not been audibly alarming until she interrogated the pump today. The patient has had no therapy issues. Discussed telemetry state condition. Discussed calling back of the pump remains stalled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) stated that pump stalled on 2024-08-28 at 11:16 am then recovered on 2024-09-05 at 10:52 am.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.